Event description:
Additional information was received indicating that the issue occurred during routine inspection and there was no patient involvement.

Manufacturer narrative:
Other, other text: h2: see a1, b5 and h6 (patient code). H3: one cadd solis vip pump was received with no physical damage. The event history log was reviewed and there was a "cassette not attached properly" alarm message. A cassette was attached and the pins were checked. The reported error was unable to be duplicated. Multiple cassettes were attached and worked properly with no errors. A bubble on the downstream occlusion sensor (dso) seal is a cause of the cassette error. The dso seal will be replaced as a preventative measure.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited cassette attached error. No reported adverse effects.